Event description:
Event description guidant received information that at 36.1 months post implant, this implantable cardioverter defibrillator (ICD) exhibited an elective replacement indicator (eri) earlier than expected.